Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. A day prior to the event onset, the patient was hospitalized. On an unknown date, the patient was treated with unspecified antibiotics for the event. At the time of this report, the patient was discharged from the hospital and has recovered from the event (ten days after the event onset). On an unknown date, treatment with dianeal 2.5% was discontinued; however, treatment with dianeal 1.5% was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.